Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated an alarm and the safety valve opened; ventilation was reported to have stopped. Several inoperable error codes were generated. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
The service engineer evaluated the ventilator and replaced the analog interface (ai) printed circuit board (pcb). The ventilator passed all testing per manufacturer specifications and was returned to the customer the ai pcb was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.